Event description:
Additional information was received from the patient reported that the stimulator was reprogrammed and the system was checked.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced an increase in the pain in his back, almost to the point to where it was before implant. The patient had a return of symptoms. The patient could feel tingling and was wondering if the device was working. The increased pain was at less 30% more than usual. It was in a different position than the normal pain and was located a little bit above. It was hard for the patient to tell if it was new or an increase. The patient noted that "one day it was just there when he got up and it was bad." Normally, the pain was moderate when he first got up, but this time it was worse than when he went to sleep. The patient thought it was the cold weather. The patient noted that it stayed the same way every day and was not getting better or worse. No medical or environmental MRI exposure was reported. This issue began about 2 weeks prior to the report. If additional information is received, a supplemental report will be sent.